Event description:
A minimum fill notification was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer attempted to load a new cartridge with 140 units of insulin, instructed by technical support to remove the pump from the case and clean the pneumatic tap area with an alcohol wipe or lint-free cloth. Successfully reloading the same cartridge resolved the issue, allowing the customer to resume insulin delivery.